Event description:
Boston scientific received information that this right atrial (ra) lead became dislodged. A revision procedure was performed and the lead was successfully repositioned. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. If further information is received, this report will be updated.